Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported approximately two weeks after implant that the left ventricular (lv tip to rv coil) lead impedances were variable (normal to high). The lv lead remains in use. No patient complications have been reported as a result of this event.